Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the iscv was not opening in a workstation. No adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.